Event description:
Patient's vns device showed high impedance less than 10000 ohms. Patient was referred for surgery as a result. No known surgical interventions have occurred to date to replace the lead.